Event description:
It was reported that during a follow up, the physician noted episodes of noise on the atrial and ventricular channels. It was noted that the patient was performing transcutaneous electrical nerve therapy at the time. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.